Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc). This occurred during the initial drain. The technical service representative (tsr) explained the alarm and instructed the home patient (hp) to start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.